Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received failure (event) observed during analysis. As received, the lead was cut in two pieces. Analysis found insulation abrasions from the inside out at 20.5, 27.2 and 28 cm from the helix. The is-1 proximal and df-1 rv cables were exposed in these areas as a result of the abrasions.